Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit has been returned to the manufacturer and visually inspected. Results: the visual inspection revealed a hole on the expiratory (evaqua) limb, approximately 68cm away from the elbow connector. A lot check has revealed no other complaints of this nature for this lot number. Conclusion: based on the inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported that an rt340 adult dual heated evaqua breathing circuit did not pass the e200 ventilator leak test. The hospital has reported that a "hole" was observed on the expiratory limb.this was reported prior to patient use.